Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an eye/ophthalmology surgical procedure on unknown date and suture was used. During the procedure, it was found that the styrofoam was stuck between the heat seal package when the package was opened. There was no adverse patient consequence reported.

Manufacturer narrative:
As per evaluation and since handling evidence was found in the unit, it was not possible to confirm the condition alerted by the customer.